Manufacturer narrative:
Additional device product code: hrx. A product development investigation was performed. One (1) drive shaft, minimum 520mm length, for use with ria (part 314.743 / lot 7128719) was received with the complaint category of ¿broken: procedural step unknown.¿ the complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. No new malfunctions were observed during the course of this investigation but additional details regarding the location of the break were determined. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly spiral break is located within approximately 6.9mm to 10.10mm distal to the distal edge of the drive shaft helix. The helix is intact and shows scrapping along the outer surface. The proximal connecting post shows wear along the groove consistent with use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. The inner diameter and the shaft directly proximal to the break were confirmed to be within the specification per relevant drawing. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device product code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number 7128719. Manufacturing location: (B)(4), (supplier: (B)(4)). Date of manufacture: 05-jun-2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer irrigator aspirator drive shaft was discovered to be broken. The issue was discovered during sterile processing after the device had been cleaned. There was no procedure or patient involvement. This complaint involves one device.